Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. After three weeks, the suture did not completely dissolve. The patient underwent a later surgery and encapsulated old suture residue was found along with scar tissue. Additional information was requested.